Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned device revealed fracture on the medial side. Device was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to bending/torsional loading on the device. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause for the device was attributed to misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It has been reported that the provisional is fractured.